Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens and one haptic tore off. There was no pt contact or injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.